Manufacturer narrative:
Analysis of the pump revealed no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen 2000mcg/ml at 11.8mcg/day via an implantable pump. The other medications the patient was taking at the time of the event were lorazepam, ibuprofen, nystatin, and oral baclofen as needed. The indications for use were intractable spasticity andcerebral palsy. The patient¿s medical history included anxiety, depression, cerebral palsy, neuropathy, allergies of erythromycin, hydrocodone, penicillin and zoloft. On (B)(6) 2019 it was reported that a pump pocket fill with gablofen occurred on (B)(6) 2019. The clinician was refilling the pump and did a pump pocket refill. 15 minutes later, the patient had apnea and went into respiratory arrest requiring intubation, loss of brain stem reflexes. The patient then exhibited itb withdrawal with increased spasticity and itching. The diagnostics and troubleshooting performed was supportive care for the patient initially for overdose, then withdrawal and hospitalization since (B)(6) 2019. The actions and interventions taken to resolve the issue was per the managing clinician and the neurosurgeon the pump was explanted and replaced. The neurosurgeon noted clear fluid surrounding the pump upon opening the pocket site. Per the request of the managing clinician a comparison was made of the expected residual volume 39-7ml verses the actual residual of 0.0ml noted. There were no environmental, external or patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported regarding the event.